Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient faced infusion leakage event on 28-march-2026 and patient experienced bleeding upon insertion.